Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with fluorouracil in a 5% glucose solution (medication dose: 3070 mg, rest dose: 1884.69 mg, administered dose: 1185.31 mg). The initial weight of the device was 143.31 grams and the rest weight was 109.60 grams. The fill volume was 85ml and after seven days there was still 37.69ml remaining. There was no patient injury or medical intervention associated with this event. No additional information.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured march 13, 2015 ¿ march 16, 2015. The device was received for evaluation. Visual inspection did not identify any defects associated with the device. A flow rate test was performed and the device delivered the solution within specification. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.